Manufacturer narrative:
Manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. The device was not returned for evaluation because it was discarded by the hospital. Based on the information received, use error likely contributed to this event. The instructions for use (IFU) were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. See MDR 3008500478-2016-00010 for the event that occurred in conjunction with this adverse event.

Event description:
During the advancement of a venous cannula into the right femoral vein, the dilator advanced into the cannula causing a tear in the vein. The device was removed and replaced with a new cannula. The patient was placed on cardiopulmonary bypass and the tear was repaired. The procedure planned was a robotic mitral valve surgery. It was reported that the dilator was not held in place while the cannula was advanced into the vein. A second device was opened and used for the case. This adverse event occurred in conjunction with another event. In total, it was estimated that approximately 600ccs of blood was lost for the case. This blood was cleaned by the cell saver and readministered to the patient. The patient was reported to be stable following the procedure.